Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain indications. It was reported that the patient stated that a month ago on (B)(6) 2025, they were overdosed and hcp wouldn't admit it. The patient was in the emergency room (ER) and knew what happened because it happened to them before. The patient had been taking benadryl and lucky they had another heart medications. The patient said that no one from the hcp's office came to help them. The patient stated that they would not allow them (ER) to narcan. The patient said that they went back to the hcp's office 5 times for 5 weeks and they were shaking and up for 24 hours and they kept turning them down. The patient started to throw up and said that the hospital said they were overdosed. Their hcp turned down their pump to the lowest and gave them a prescription and see what would happen. The patient still said that they were shaking and could not sleep even after that. The patient stated that they were told that they had to go back to the doctor who put in the pump. The patient made a comment that nobody else could help them and the doctor they went to yesterday morning turned it down and they gave them meds to take and now they had withdrawals which they were going to for a month. The patient stated that a trainee or assistant of the doctor (wearing orange) refilled their pump on (B)(6) 2025 with the doctor (but left to attend other patients). The patient stated that it was supposedly morphine but they thought they got a wrong concentration and they forgot to look at it. The patient said that it happened once before and they adjusted it but this time they did not know for sure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient stated the doctor said having a pump implanted could cause severe constipation. The patient stated they were also "having a terrible time with the pump causing blockage". The patient stated when they ate a meal it felt like the food got stuck and they have to take linzess to make the food go down and then patient got severe diarrhea, which then caused the patient to have severe dehydration. The doctor said that both constipation and the food getting stuck was a reaction to the pump being implanted. Patient services reviewed that they did not anticipate severe constipation/diarrhea or severe dehydration to be related to the pump being implanted. The patient asked if this could be related to medication. Patient services reviewed that they were not trained in medication and were not medically trained and redirected the patient to their managing physician. The patient asked the managing physician if this was caused by the medication and the doctor told them it was not related to medication but because the patient had the pump implanted. Additional information received indicated that the patient had their pump refilled on (B)(6) 2025 but, at the time of the call to patient services, they were having trouble breathing. Patient services reviewed information and redirected the patient to the hcp and provided the national answering service (nas) phone number. The patient also mentioned that they went to their local doctor's office for withdrawal symptoms, but they were not able to help the patient. The patient called back patient services and reported that they were having trouble breathing and were shaking. The patient had their refill on (B)(6) 2025 at 10am and had a programming change. Patient services reviewed the agent's role and recommended that the patient reach out to their hcp for further assistance. Additional information received indicated that the patient had a morphine increase on (B)(6) 2025 and was in the emergency room (ER) with suspicions of overdose. The patient was experiencing shortness of breath and weakness. The hcp wanted the pump to be turned down. The reporting hcp was redirected to the nas to page a local manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.